Manufacturer narrative:
Event date is not known. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the implantable neurostimulator (ins) battery seemed to be draining rather quickly even though they just had the ins replaced in 2018 (agent saw that in device registration that the ins was implanted in 2019). Pt said that the controller turned off the ins on its own a couple times even while the ins still had a charge. Pt said that the ins was taking a significantly long time to recharge and that the ins used to recharge really quickly. Pt noted that no error codes had appeared on the controller. Pt said that the other day, the ins was at 70% and that they had just charged the ins two days prior. Pt said that they had woken up and their feet were in a lot of pain and they were not feeling the stimulation so they checked the controller and saw that the ins was off. Pt said that they never turn the ins off. Agent had the pt reset the controller and then unlock the controller. The controller was at 80% and the ins was at 80%. Pt confirmed that there were no issues charging the controller from the power supply. Pt saw no apparent damage to the equipment. Agent had the pt initiate an ins recharging session; pt said that their ins stuck out quite a but, but it took awhile for the equipment to find the ins. Pt saw recharging excellent. A replacement recharger was sent out. When asked for the event date, pt said that they had probably been walking more since they had moved. Pt said that they hadn't changed their programming since the programming was working for them. Pt noted that they hadn't reset the controller before.